Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket was failed. The customer reported that nurses were able to get the medication at the pharmacy and there was no delay in dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pocket failed. A field service engineer (fse) remoted in and assisted with recovering a failed pocket. The fse found a couple of row boards were not detected on the bus. Then the engineer shut the station down for a few seconds and rebooted and then the device came back online. The system functioned as intended after the field service engineer repaired the device.